Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Failure investigation of the returned part. Airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit flow sensor needed replaced. The customer reported there was no patient involvement. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse found air flow display was incorrect when set to zero. Fse replaced the air flow sensor assembly to resolve the reported issue. Fse powered on unit in service mode and unit air flow reading was okay. All testing was performed and passed. Unit ready for service.